Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced a difficulty recharging; the patient charges every 2 nights, but cannot get the battery to full. The implantable neurostimulator (ins) was interrogated by the clinician programmer 8840 and it was noted that none of the coupling boxes were shaded in and the battery has never been past 25% full. The patient reported that he was able to get good coupling today, but then the boxes went away. With instruction, the patient repositioned the recharging system and received a reposition antenna message; the patient was not using a holster. The patient stated he will try using the holster to see if he can get any coupling. The issue began occurring in (B)(6) 2016. No symptoms were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.